Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit would not power on. There was no patient involvement at the time the issue was discovered. While troubleshooting the unit, the customer was able to power the unit on. The battery is only about 1.5 years old, and the battery voltage was at 16.08. It was confirmed that the 120 ac voltage was good, but there was no voltage in the 24 volt power supply. The remote service engineer (rse) provided the customer with the part number of the 24v power supply.